Event description:
Same case as MDR ID # 2134265-2013-06015 and 2134265-2013-06016. It was reported that during a percutaneous coronary intervention (pci), pullback failure occurred. The target lesion was located at an unspecified coronary vessel. The physician attempted pullback, but then it stopped halfway in the procedure and no image appeared on the monitor. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the product was received in good condition. The unit passed the functional test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-06015 and 2134265-2013-06016. It was reported that during a percutaneous coronary intervention (pci), pullback failure occurred. The target lesion was located at an unspecified coronary vessel. The physician attempted pullback, but then it stopped halfway in the procedure and no image appeared on the monitor. No patient complications were reported and the patient's status is stable.